Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Unit received with cracked battery tube threads, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, keypad overlay texture damage, stained serial number label, missing display window cover and minor scratches on lcd window.